Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing an low amplitude on the secondary vector. Due to this, inappropriate shocks were delivered. The device was reprogrammed to the primary vector as it showed a better amplitude. Additionally, high withing range impedance measurements were observed. It was noted that the patient is obese. A follow up will be performed in order to re-evaluate the system and x-rays will be performed in the near future. At this time, this system remains in service. No further adverse patient effects were reported. Additional information was received detailing that a system revision was performed and it was determined that the electrode position was not optimal. Therefore, it was decided to reposition this electrode. After this, the impedance measurements were evaluated once again and were within normal ranges.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing an low amplitude on the secondary vector. Due to this, inappropriate shocks were delivered. The device was reprogrammed to the primary vector as it showed a better amplitude. Additionally, high withing range impedance measurements were observed. It was noted that the patient is obese. A follow up will be performed in order to re-evaluate the system and x-rays will be performed in the near future. At this time, this system remains in service. No further adverse patient effects were reported.